Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high capture thresholds on the right ventricular (rv) lead. On (B)(6) 2021 the rv lead was capped and replaced. The patient was stable.